Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system ((B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during patient use, the user noticed two empty saline bags and found water traces in the drip pan and around the air trap chamber of the thermogard xp ivtm system ((B)(4)). The console displayed mid:09 (air trap assembly) error message. The reported issue occurred during cooling phase and was noticed after 12 hours in to cooling, suspecting around 500 ml of saline infusion. The same issue repeated after replacing the ivtm system with another thermogard xp ivtm system. With the help of zoll tech support, the cause for the leak was found and it was due to the suk (lot # unknown) leak. After replacing the suk, the ivtm system was cleaned and restarted without any issue. No known impact or consequence to the patient.